Event description:
During biomed testing the device displayed "pacer fault 121," "pacer fault 122," "pacer fault 123," and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.